Event description:
A malfunction on the pump was reported by the distributor in ireland, with malfunction code 9 displayed. There was no adverse impact on the customer's blood glucose level, as it did not exceed critical thresholds. Technical support provided information to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue occurred again, which the customer acknowledged and understood.